Manufacturer narrative:
The insulin pump passed the displacement test and rewind. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer called and reported that the insulin pump alarmed with a compromised force sensor system. The customer's blood glucose level was 329 mg/dl. It was further stated that insulin was squirting out during the priming process and there was a grinding noise. While troubleshooting, it was reported that the drive support cap appeared normal. It was advised to revert to a back-up plan. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.